Manufacturer narrative:
To date, conmed linvatec has not received this device to perform an evaluation. A follow-up report will be filed upon receipt of the device and completion of an investigation.

Event description:
The customer reported that during use of this tendon harvester, the patient's tendon graft shredded.